Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Event description:
Asnis 2.0 cannulated screwdriver blade broke at the flutes and an asnis micro 2.0 x 16mm screw was stripped